Event description:
(B)(6) called bear down brands on (B)(6) 2023 to report that her heating pad, pehpwide had burned her. Customer stated she had a third degree burn and had gone to the hospital for medical care. Customer did not state the actual date of the hospital visit. The unit had been used previously and she could not remember what level it was set on but probably 3. She usually uses the pad one hour per session. Bear down brands called customer for further follow up on (B)(6) 2024. Customer stated that she experienced a burn on their left side upper thigh. She fell asleep not knowing she had laid on the remote and the heating pad must have turned on accidently. On (B)(6) customer replied to voice message left by bear down brands. Customer stated that they had been to the doctor three times. (B)(6) 2024 bear down called customer again and received the following answers: customer changed the model number of the product for this incident to pehpwd2-g she was wearing pants, she does not recall how long exactly the unit was in use, she fell asleep she had used the pad for over 4 monts her burn has been been classified as second to third degree and she has a follow up appointment on (B)(6) 2024. Customer provided photos of burn.

Manufacturer narrative:
Rec-investigation-8 ongoing. 0.004% adverse event rate no other burn complaints reported(staying within 200 characters).